Manufacturer narrative:
One piece of tubing was received for evaluation without original packaging. The piece of tubing appeared to be the distal end of the closed suction catheter tube. It measured approximately 2.75 inches in length. The distal end is intact with skives and rounded tip. The cut end was examined under magnification. There are apparent kerf marks visible on the cut edge. It was concluded that the tubing was cut, and the root cause of the reported event was inappropriate/incorrect use. Per the directions for use: "do not trim or cut the endotracheal tube (not supplied) while the halyard* closed suction system is attached, otherwise the catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Per additional information received, the piece of catheter found inside the patient's lung was 7 cm in length. The piece was in the patient's lung for two days. An x-ray was performed the first day, but the piece was missed. It was found two days later during the bronchoscopy. There was no harm to the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m6110t506 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a torn off suction catheter was found in the patient's left main bronchus. This was discovered when there was a ventilation error. The piece was removed under bronchoscopy. The patient had an endotracheal tube and the suction catheter was in use for 48 hours. The patient experienced total atelectasis on the left side, and elevated ventilation pressure together with lower tidal volume. The patient is now stable, with no apparent damage from the event. No further information has been provided at this time.